Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported issue of the unit shutting off could not be reproduced. No power-related abnormalities were found in the logs or during inspection. The device passed all functional tests, including battery, power board, and internal checks, with no discrepancies. Battery charge level, temperature, input voltage, and power-related parameters were within acceptable limits. The main battery was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.